Event description:
It was reported that this inflatable penile prosthesis stopped working. A computed tomography scan was performed, and it was noted that the reservoir was collapsed due to fluid loss. A replacement surgery has been requested. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A computed tomography scan was performed, and it was noted that the reservoir was collapsed due to fluid loss. Several months later, a surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis stopped working. A computed tomography scan was performed, and it was noted that the reservoir was collapsed due to fluid loss. A replacement surgery has been requested. There were no patient complications reported.